Event description:
Three yrs following ovarian cancer, umbilical hernia and one directly above pubic bone repaired. Two large pieces of bard deluxe mesh used - one 7" x 9" and another 5" x 7". On (B)(6) 2006, massive adhesions removed by surgeon that placed mesh. I have photos of adhesions with intestines caught up in adhesions. Mesh is rippled. Could not locate local surgeon to remove adhesions again in late 2007 so went to (B)(6) for removal on (B)(6) 2008. Seprafilm used but did not work. Possible intestinal blockage (B)(6) 2008. Spent 4 days in hospital and issue resolved with treatment. On (B)(6) 2009, gall bladder removed due to fold in neck. Massive adhesions again removed. Did adhesions cause the fold in gall bladder neck? Granuloma removed (B)(6) 2009. Currently, pain under right ribs and pain slowly returning to abdomen with intermittent bladder/pelvic pain present. Have only pursued pain under right rib with dr. Back pain began 3 months following surgery at (B)(6). Am greatly concerned with effects of mesh on immune system as it has deteriorated and on food allergies as they have increased. Bard composix deluxe hernia repair mesh placed.